Event description:
This is report 1 of 1 for this complaint (B)(4). It was reported that during a trochanteric fixation nail (tfn) procedure the ring at the top of the helical blade inserter was just spinning around.

Event description:
It was reported that during a tfn procedure, the ring at the top of the inserter was just spinning around. The surgeon was able to use the inserter to complete the procedure with no adverse effect to the patient. After the procedure it was noted that the pin in the ring at the top of the inserter was broken.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that there are numerous dents and gouges on the gold handle, the top of the alignment indicator, the top and bottom surfaces of the alignment indicator ears and the knurled area of the set screw. The alignment indicator spins freely around the shaft and the set screw can be tightened to lock rotation and loosened for free rotation. The alignment indicator was successfully removed and the alignment pin is broken off and missing. This condition has been evaluated on prior complaints and the evaluation showed that the design risk assessment (revision c) confirmed that the estimated risk level adequately assessed the severity and occurrence of the described harm in this complaint. Complaints have been received about the inserter and the indicator top breaking during use. When the hammer misses the head of the coupling screw, the ears of the indicator can be accidentally hit by the hammer. This may cause the pin in the indicator to be damaged and therefore the indicator may spin freely or it may become jammed. This is due to a known technique issue relating to the use of the hammer. This can be caused if the hammer misses the head of the helical blade coupling screw, 357.377, and instead hits the ears of the indicator. It does not cause a loss of function during the case, and it does not pose any safety or health concerns. The purpose of the indicator is to capture the gold handle on the inserter. If the top spins freely it is still held in place and does not fall off of the helical blade inserter and therefore the case can be completed without incident. If the indicator becomes jammed it still captures the gold handle and the case can be easily completed. When the above failure mode occurs, the complaint does not need further evaluation because it is a known failure mode and deemed a low risk situation. The complaint condition is caused by inadvertent hammer blows to the alignment indicator and has been evaluated on previous complaints and determined to be invalid.